Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: burn on insulation at shaft. Confirmed failure: burn on insulation at shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Generic statement: additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.